Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. The lesion was calcified, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the calcified lesion, such that the balloon rupture upon inflation. Without the device to examine, no conclusive root cause for the reported balloon rupture can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was calcified at the proximal lcx. During the first inflation with the voyager, the balloon ruptured at 14 atm. No additional event or pt info is available.